Event description:
Spontaneous, patient reported the pump not working, it will not crank all the way back and does not infuse the entire syringe. Unknown if patient missed a dose; no ade reported; device available for return; unknown lot number. No further information known. Pump used to infuse hizentra 20% at above dose and frequency. Reported to (B)(6) by pt/caregiver.